Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and large levels of ketones due to an unknown cause. Subsequently, the elevated bg and ketone levels led to a visit to the emergency room (ER). While in the ER, the customer received treatment in the form of intravenously delivered fluids and pain medication. The customer was released from the ER a few hours later with a bg level of 110-120 mg/dl and in a "good" condition.